Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es biometric identifier was not lighting up and not scanning. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system bio-ID recognition was failed. A field service engineer replaced the bio-ID, updated the driver with help of technical support specialist, rebooted the station and the bio ID still not lighting up, and installed electronic fingerprint template (eft) package for replacing bio ID 353200-02 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es biometric identifier was not lighting up and not scanning. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.